Event description:
Info received indicates the head hi/low function will not rise unless assisted and will then drift down.

Manufacturer narrative:
The technician found the right CPR cable was out of adjustment, causing the CPR function to slightly engage. The technician adjusted the CPR cable to repair the bed.